Event description:
It was reported that during a technical services (ts) consult, the health care professional (hcp) mentioned this patient was coded twice. The local area field representative was contacted for additional information, however at this time no further information is available. This cardiac resynchronization therapy defibrillator (crt-d) remains in service. No additional adverse patient effects were reported.